Event description:
A company representative reported that four pyrenees constrained cervical drivers were not holding screws and one pyrenees constrained cervical torque limiting driver did not fit properly in handle intra-operatively. There were no adverse consequences to the patient. The procedure was completed without surgical delay. This report captures the third of the five drivers.

Manufacturer narrative:
D2a, common device name, was corrected from "intervertebral fusion device with bone graft, cervical" to "orthopedic manual surgical instrument". G4, PMA/510(k) or bla #, was corrected from "k111835" to "blank" . H6 coding has been updated to reflect investigation conclusion. H3 other text : no product returned.

Event description:
A company representative reported that four pyrenees constrained cervical drivers were not holding screws and one pyrenees constrained cervical torque limiting driver did not fit properly in handle intra-operatively. There were no adverse consequences to the patient. The procedure was completed without surgical delay. This report captures the third of the five drivers.